Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Cutting gum [gingival injury]. Toothbrush fell apart in mouth, broken [device breakage]. Case description: consumer reported via online chat the toothbrush head fell apart/ had broken in her mouth while brushing. No serious injury was reported.